Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Regurgitation, which develops progressively over time, can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The devices were not returned for evaluation, as they remained implanted. Therefore, the root cause for the events remains indeterminable. If new information is received, a supplemental report will be submitted. The device history records (DHR) were not able to be reviewed as the device serial numbers were not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of article "concomitant transapical treatment of aortic stenosis and degenerated mitral bioprosthesis with two 29mm edwards sapien xt prostheses", author leonardo misuraca, the following event was identified as pertaining to an edwards device: in the context of this article it was also learned that in this center three transapical m-viv procedures have been performed using 29mm sapien xt valves within 3 unknown carpentier-edwards valves due to stenosis or regurgitation after an unknown implant duration. No additional details were provided.